Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found residuals of solvent around the tube tip, failure mode reported is confirmed. Other analysis was not required. The root cause of the reported issue was found to be incorrect solvent dispense set up (insufficient solvent in solvent pot). Production personnel was notified by quality engineer on 31-jan-2023 as awareness for the failure mode reported by costumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the line came away from the white luer connection section. There was no patient injury, and no medical intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.